Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder arthroscopy, the motor drive unit was stuck. There was a back up available to complete the procedure with no patient injuries. Delay greater than 30 minutes were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.